Event description:
It was reported that during a procedure, the device misfired. It would fire two clips each time instead of one clip. One would form and the other would shoot into the patient. They had to retrieve a clip each time the device was fired. The procedure was successfully completed without any impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.